Manufacturer narrative:
Radiographs were not returned to confirm the event. The explanted product was not returned for evaluation therefore, root cause cannot be determined at this time. Labeling review: "...the nuvasive precept spinal system is also indicated for the treatment of severe spondylolisthesis (grades 3 and 4) of the l5-s1 vertebral joint in skeletally mature patients receiving fusion by autogenous bone graft, having the device fixed or attached to the lumbar and sacral spine (l3 to sacrum), with removal of the implants after attainment of a solid fusion." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) [?] Loss of fixation" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...care should be taken to insure that all components are ideally fixated prior to closure." "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
In 2014, a female patient underwent posterior spinal fusion at the t9-l3 levels. During a subsequent checkup radiographic images showed a screw backed out at l3. On (B)(6) 2017, revision surgery took place to replace the screw at l3 and extend the construct to l4. No patient injury reported.